Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit oversensing with inhibition. The lead was capped and replaced on (B)(6) 2014, during a routine generator change out. The patients condition was good after the procedure.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited noise with over sensing. Lead remained implanted.